Event description:
It was reported that several days after being implanted, this right ventricular (rv) lead showed high pacing thresholds and intermittent failure to capture the tissue. The rv lead was re positioned at the hospital and the threshold values were at expected values. The patient is pacing dependent. According to the field representative the patient did not experience asystole. The patient is on track with subsequent regular follow-up. No additional adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that several days after being implanted, this right ventricular (rv) lead showed high pacing thresholds and intermittent failure to capture the tissue. The rv lead was re positioned at the hospital and the threshold values were at expected values. The patient is pacing dependent. According to the field representative the patient did not experience asystole. The patient is on track with subsequent regular follow-up. No additional adverse patient effects.